Manufacturer narrative:
The pt was admitted to the hosp for laryngeal angioedema and respiratory distress. She was released after three days stay and was reported to be doing well. The treatments administered by the hosp were not provided to the injecting physician. Her symptoms have resolved. Neither the pt nor the physician believe the radiesse was the cause of her angioedema. The physician plans to perform a radiesse skin allergy test on the pt at a later date as she wants to continue receiving radiesse treatments in the future. A review of the device history records indicates the reported lot # 1023518 met all specifications prior to release.

Event description:
Physician reported a pt he injected with radiesse in the naso labial folds without incident. The pt left the office feeling fine. Within 36-48 hrs post-injection she went to the ER after being unable to breathe.